Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. The pump was unable to verify for low battery, off no power, battery out of limit or failed battery test alarm due to blank display. No cosmetic damage was noted. No damage inside pump was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer took bolus injections to fix it. The customer stated that the battery cap was not making a connection. The doctor advised the customer to request a replacement pump. The customer will be sent a replacement pump.